Event description:
The patient had a cardiac MRI on (B)(6) 2016 where painful warnings were reported. On the same day post MRI, interrogation of the subject device was performed to re-activate shocks, there was no alert display for longevity. Upon interrogation on (B)(6) 2016, the recommended replacement time was reached although neither therapy nor arrhythmia had occurred between the 2 follow-ups. Preliminary analysis confirmed the reported behavior. The warning message concerning the recommended replacement time (rrt) is appropriate. Recommendations to evaluate the subject device replacement were provided. The device was therefore explanted on (B)(6) 2016 and returned for analysis.

Event description:
The patient had a cardiac MRI on (B)(6) 2016 where painful warnings were reported. On the same day post MRI, interrogation of the subject device was performed to re-activate shocks, there was no alert display for longevity. Upon interrogation on (B)(6) 2016, the recommended replacement time was reached although neither therapy nor arrhythmia had occurred between the 2 follow-ups. Preliminary analysis confirmed the reported behavior. The warning message concerning the recommended replacement time (rrt) is appropriate. Recommendations to evaluate the subject device replacement were provided. The device was therefore explanted on (B)(6) 2016 and returned for analysis.

Event description:
The patient had a cardiac MRI on (B)(6) 2016 where painful warnings were reported. On the same day post MRI, interrogation of the subject device was performed to re-activate shocks, there was no alert display for longevity. Upon interrogation on (B)(6) 2016, the recommended replacement time was reached although neither therapy nor arrhythmia had occurred between the 2 follow-ups. Preliminary analysis confirmed the reported behavior. The warning message concerning the recommended replacement time (rrt) is appropriate. Recommendations to evaluate the subject device replacement were provided. The device was therefore explanted on (B)(6) 2016 and returned for analysis.